Event description:
It was reported that the vertical lift column on the 7700 fluorostar system would not work. No pt injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A f/u report will be filed when add'l details become available.